Event description:
The customer reported the clear plastic insulation on the electrode fell off onto the surgical drape during the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.